Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown; however, it was suspected that the customer¿s personal profile required adjustments. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.